Event description:
New information received notes that adjustments to the device were able to limit noise; however, some far field a sensing was still noticeable at times. Device was deactivated as the patient was placed dnr due to unrelated sickness.

Event description:
New information received notes that recommended programming changes were never made. Changes to sensitivity settings will be discussed with the physician. No further information was available at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead exhibited noise and inhibition of pacing. No inappropriate therapy was noted and no sources of emi was identified. Programming changes were recommended. The patient was reported to be in good condition prior, during, and after the check. No further information available.